Manufacturer narrative:
The pod was received deployed with the formed needle visible in the exposed portion of the soft cannula. Upon opening the pod, the formed needle fully retracted into the pod housing. The download data from the pod showed that the pod ran for 830 pulses and was deactivated by the user. Inspection of the internal components found small, deep score marks on the top housing and found the linkage assembly arm to be slightly warped. The score marks were positioned where the top of the linkage assembly would be during the not deployed state, indicating that the linkage assembly made contact with the underside of the top housing almost immediately after the needle mechanism deployed. Although the linkage assembly was found to be damaged, the pod was received deployed. It could not be conclusively determined if the damaged linkage assembly prevented the needle mechanism from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patientn ahd been wearing a pod between 8 and 9 hours their blood glucose level had rose to 536 mg/dl. In was reported once the pod was removed from the infusion site the cannula was not visible ; this indicates the cannula had not deployed upon initial activation. As treatment, the patient applied a new pod and administered boluses.